Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited low impedance. No intervention was reported. The patient was doing well and would continue to be monitored.